Event description:
Caller reported a malfunction on the pump, recognized as malfunction code 0. There was no reported impact to the customer¿s blood glucose level, as the impact was unknown or declined. Tandem technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue, and advised the customer to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.